Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not power on. The rse informed the customer of the latest version of the service manual (rev r.). The rse then advised the customer of the v60 4th generation power management board that was being installed in all v60 ventilators. A philips field service engineer (fse) reported that the customer decided to cancel the case, and no further actions were performed by philips. The device was not repaired. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation.